Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Product is not approved for use in pediatric patients. Patients are able to return to normal activity, but advised to avoid any vigorous activity with arms for several days post procedure. Pt ID and weight. No information available.

Event description:
Treatment successfully completed with no unusual symptoms confirmed 2 days post treatment. Five days post treatment reported swelling on right side. Physician advised patient to return to clinic, but patient refused. Ten days post treatment reported continuous swelling and told physician patient had exercised "very hard" at school. Physician diagnosed as hematoma. Eleven days post treatment hematoma removed and prescribed pross gratin, gentashin hexatron. Physician continued to monitor and confirmed resolution of hematoma with only pigmentation remaining. No further treatment required.